Event description:
Subsequent to the previously filed report, additional information was received: it was noted that there was no issue with retracting the valve into the delivery system, there was no issue leading the retainer tabs into the retainer receptacle, and no drag noted on the deployment/resheath wheel during loading. The patient remained hemodynamically stable throughout the procedure. In the physician's opinion, the valves incomplete stent opening was due to significant under expansion due to severe calcification. The patient was reported to be stable.

Manufacturer narrative:
An event of incomplete stent opening was reported. The device was returned to abbott for investigation. Visual examination showed no damage or anomalies to the stent. The leaflets had limited mobility when manually manipulated and appeared dehydrated. Due to the condition of the returned valve, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening appears to be related to patient condition (severe annular calcification). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor used for implantation, utilizing an unknown flexnav delivery system. The patient presented with an annulus of 73.7mm with significantly calcified annulus visible on CT. Predilatation was performed with a 22mm balloon. The navitor was introduced according to cusp overlap technique. At 80% deployment the stent was significantly constrained. Two resheaths and positioning was performed but did not help. In the physician¿s opinion, there was a technical failure of the stent, preventing it from opening. Therefore, the navitor and flex nav delivery system were removed from the patient. A new 27mm navitor and an unknown flexnav delivery system were prepared. During valve preparation, another pre-dilation with a 22mm balloon was performed. The new 27mm navitor was then introduced and deployed at 80%, and again remained constrained. A resheath was performed and the stent opened partially deep in left ventricular outflow tract (lvot). The partially opened stent could not be pulled higher to the dedicated depth. Another attempt to open in the annulus was performed but was not successful. A decision was made to abort the navitor and exchange for another transcatheter aortic valve implantation (tavi) valve. A 26mm evolute was deployed with significant stent constraint and was post dilated. At final control, moderate paravalvular leak (pvl). The patient remained stable. There was no clinically significant delay in the procedure.